Event description:
It was reported that during a low anterior resection, the device would not staple. Resulted in a partial staple line, seems donuts are incomplete. The case was completed with a same like device. There was no pt consequence.